Manufacturer narrative:
H4. Corrected data, supplemental report #1: inadvertently did not update manufacturing date when suspect product was updated.

Event description:
Programming data was reviewed and confirmed that the 1% duty cycle that was seen was actually a false indicator due to a known software error. The duty cycle was actually programmed to the intended value and therefore the cause of the increase in seizures cannot be attributed to loss of therapy. No other relevant information has been received to date.

Event description:
It was reported that the patient's duty cycle was found to be at 1% although it should be at 19%, which is likely related to a known software error. Patient could not feel magnet stimulation and experienced an increase in seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.